Event description:
Customer states that pump's platen door is difficult to unlock, it is off center and does not close properly during testin. Customer could not provide further additional information.

Manufacturer narrative:
Investigation found that pump showed impact bent platen to a side. Platen was replaced to resolve the issue.